Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. H3 other text : the device was not returned.

Event description:
According to the available information the penile prosthesis was to be implanted in (B)(6) 2020. However, during the implant, after placement of the reservoir there was a urethral injury on the right corporal side. The surgeon chose to keep the reservoir implanted and only implant one malleable rod on the left side. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of a urethral injury, quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Manufacturer narrative:
(B)(4). Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, during the implant in (B)(6) 2020, after placement of the reservoir there was a urethral injury on the right corporal side. The surgeon chose to keep the reservoir implanted and only implant one malleable rod on the left side. The patient was allowed to heal and on (B)(6) 2020 the patient was revised by removing the one malleable rod and implanting a pump/cylinder set to the already existing reservoir.